Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High battery impendence resulted in eri (elective replacement indicator). Eri caused by premature depletion noted on (B)(4) 2011 prior to explant. Software version 8 installed on (B)(4) 2011.

Event description:
It was reported that the device reached elective replacement indicator due to high battery impedance. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.